Event description:
It was reported that patient who has a sacral root neuromodulator. Patient also has a spinal cord neurostimulator from boston scientific. When one of their two neurostimulators is switched off, everything is fine. However, when both are switched on and the patient is using public transport (especially the tram), or as soon as they uses their phone, a microwave, or an induction hob, they experiences interference and is forced to turn off his stimulator. The two stimulators are 13 cm apart.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.